Event description:
The customer reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who guided them through a pump reset, which successfully resolved the error, allowing the sensor session to start without further issues.